Event description:
Healthcare professional reported "a left side deflation." Additional event of "operative finding of calcified capsular contractures. Left side found to be calcified¿. Device explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "analysis of the returned device identified: opening on anterior, crease fold, wear abrasion and yellow particles in the shell. Leak test and microscopic analysis were performed which identified: crease smooth opening on radius, striated opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is crease smooth opening on radius assessed as fold flaw opening, striated opening assessed as surgical damage." Additional, changed, and/or corrected data: a.4, d.1, d.4, d.9, h.3, h.6.

Event description:
Healthcare professional reported a left side deflation. Additional event of "operative finding of calcified capsular contractures. Left side found to be calcified¿. Device explanted and replaced.